Manufacturer narrative:
Importer: hamilton medical inc could not find documentation if this case was previously reported. This report created and submitted on 10july2023.

Event description:
The user reports that the ventilator was alarming o2 supply failed. User stated that the patient expired.